Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during the radical operation of sigmoid colon cancer surgery, after fired, noted incomplete incision and tissue avulsion around the anastomosis occurred during anastomosis between colon and rectum. Used suture to over-sew. No additional information can be provided.